Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13588. The pt reported he was experiencing pocket heating while charging his scs system. The pt stated the heating got very uncomfortable and would go away when he stopped charging. A new low energy charger was sent to the pt. Follow-up pending. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg model was associated with a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.